Event description:
A report was received that the patient had been experiencing nausea, loss of balance and discomfort around the abdomen area since being implanted. The patient felt these symptoms whether the stimulation was on or off. The physician believes the patient's symptoms were device related. The patient underwent an explant and is still experiencing nausea and loss of balance following the procedure.

Event description:
A report was received that the patient had been experiencing nausea, loss of balance and discomfort around the abdomen area since being implanted. The patient felt these symptoms whether the stimulation was on or off. The physician believes the patient's symptoms were device related. The patient underwent an explant and is still experiencing nausea and loss of balance following the procedure.

Event description:
A report was received that the patient had been experiencing nausea, loss of balance and discomfort around the abdomen area since being implanted. The patient felt these symptoms whether the stimulation was on or off. The physician believes the patient's symptoms were device related. The patient underwent an explant and is still experiencing nausea and loss of balance following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4), description: linear st lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was revealed that the physician did not feel the symptoms of nausea, loss of balance and discomfort were device or procedure related. The physician explanted the devices per the patient's request. The symptoms have since subsided.